Event description:
During a cystoscopic coagulation, the high frequency monopolar interconnect cable broke apart and caught the pt's drapes on fire. The pt sustained a 2nd degree burn (4-5 inches) to the back of the left thigh. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.